Manufacturer narrative:
Investigation: catheter tip damage was observed on the returned sample. The investigation was able to confirm what customer experienced as catheter tip damage was observed on the returned sample. According to the defect observed on the sample, what may have caused catheter tip deformation could be during product application. Investigation shows that user error could cause catheter tip to be deformed during product application when the product was manipulated. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non-conformance.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) angiocath plus experienced catheter tip damage/deformation which was noted prior to use. The following information was provided by the initial reporter: before using, catheter tip damaged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 24 g x 0.75 in (0.7 x 19 mm) angiocath plus experienced catheter tip damage/deformation which was noted prior to use. The following information was provided by the initial reporter: before using, catheter tip damaged.